Manufacturer narrative:
The device was returned to the manufacturer and an investigation is anticipated. A follow up report will be submitted, if the investigation results require.

Event description:
It was reported that during the cleaning process at the user facility, a hole was discovered in the hose portion of the pneumatic drill. This event did not occur during a surgical procedure, so there was no pt involvement. No user injury was reported, and no other adverse consequences were alleged with this event.